Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor was showing "add gel, replace belt" messages. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (top of the monitor case is dislodged from the casing) has been confirmed. Upon visual inspection, it was found that the end cap was separated from the monitor case and the white cable running from the computer/analog pca board to the auxiliary board was unplugged. The root cause for the end cap separation cannot be positively identified but was probably the result of a drop or excessive force. One the cable was reattached, the monitor was fully functional. No adverse event resulted from the defective component. The pt received a replacement monitor.